Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging had small openings in it before use. This occurred with 3 separate catheters' packaging. The following information was provided by the initial reporter, translated from portuguese to english: "packages with failed sealing (causing small openings)."

Manufacturer narrative:
Additional information d.10 device available for eval returned to manufacturer on 2020-03-20. H.6. Investigation summary: bd received a 14 gauge insyte autoguard unit from lot 8360741 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that some of the packages were open on one end. Based off the visual inspection the engineer was able to verify the reported defect. It was determined through inspection that a proper seal was made during production but there was a failure with the adhesive causing the seals to weaken. The paper/adhesive used for sealing these packages were supplied by a third party. A notification was issued to this supplier informing them of this issue and a new supplier was found for future packages. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter packaging had small openings in it before use. This occurred with 3 separate catheters' packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "packages with failed sealing (causing small openings)."